Event description:
It was reported that a death occurred, in which the bd vacutainer® push button blood collection set was used on a male patient on hospice "post exposure". The patient was sent to "occupational health", where both he and the nurse who suffered a contaminated needle stick due to retraction failure of the needle had blood drawn and tested. MFR report # 1024879-2019-00282 was created to capture the contaminated needle stick incident. As reported by the customer, "male and he has since died, was on hospice- had blood drawn post exposure a technician was attempting to draw blood using material 367342. When she tried to do the stick, the safety devise failed to activate. The button was not working and the technician actually suffered a needle stick. The technician mentioned that the dot or triangle on the button appeared to be smaller than she was used to seeing for this material and thought that also noteworthy."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for retraction issues with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for retraction issues with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of death: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set; medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a death occurred, in which the bd vacutainer® push button blood collection set was used on a male patient on hospice "post exposure". The patient was sent to "occupational health", where both he and the nurse who suffered a contaminated needle stick due to retraction failure of the needle had blood drawn and tested. MFR report # 1024879-2019-00282 was created to capture the contaminated needle stick incident. As reported by the customer, "male and he has since died, was on hospice- had blood drawn post exposure. A technician was attempting to draw blood using material (B)(4). When she tried to do the stick, the safety devise failed to activate. The button was not working and the technician actually suffered a needle stick. The technician mentioned that the dot or triangle on the button appeared to be smaller than she was used to seeing for this material and thought that also noteworthy."